Event description:
It was reported that "the 2010 (B)(6) joint replacement registry report (data from (B)(6) 2009) contains analysis comparing the secur-fit pluse/secur-fit total conventional hip combination with all other total conventional hip prosthesis. They have identified this combination as having a significantly higher revision rate. This device is reported by the registry to be "no longer used" in (B)(6).

Manufacturer narrative:
If additional info becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: unknown product - all secur-fit femoral stems - secur flex ha. Cat # unk, lot # unk, description: unknown product - all secur-fit femoral stems - secur-fit max & secur-fit ha. Cat # unk, lot # unk, description: unknown - unknown product - all secur-fit femoral stems - secur-fit max & secur-fit ha. Cat # unk, lot # unk, description: unknown - unknown product - all secur-fit femoral stems - secure-fit plus.